Manufacturer narrative:
(B)(4). The customer reported that the device was not recognizing the therapy cable during opcheck. This issue was found in testing and there was no report of pt impact or involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was not recognizing the therapy cable during opcheck. This issue was found in testing and there was no report of pt impact or involvement.